Event description:
My dexcom g6 blood glucose app displays inaccurate blood glucose levels. My actual blood sugar was 225 mg/dl per calibrated accuchek guide monitor and the dexcom g6 app displayed 324 mg/dl.